Event description:
Valve system detached from the valve housing and the pressure could not be changed. This resulted in a revision.

Manufacturer narrative:
Codman has requested the valve for evaluation. It is anticipated that the valve will be returned. Upon completion of the investigation, a follow up report will be filed.